Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a perforation occurred at the left superior pulmonary vein (lspv). The case was aborted while the patient was under general anesthesia. The patient was taken to surgery to correct the perforation. The patient's hospitalization was extended as a result of the event. No further patient complications have been reported as a result of this event.